Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an x-ray picture of the right ventricular (rv) lead indicated possible insulation damage and that the conductors may possibly out of the insulation. It was noted that there might have been some issues with the insulation of the lead in the past. A possible lead fracture is suspected. The rv lead also exhibited short v-v intervals/ sensing integrity counter (sic), fast non-sustained ventricular tachycardia episodes and an alert was triggered. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.